Event description:
It was reported that ppproximately 7 weeks after revision procedure, the patient presented with increased pain and elevated inflammatory markers. After the head and bearing were exchanged, the infection continued without healing requiring a full 2-stage revision. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a revision procedure approximately 13 months post implantation due to unknown reasons. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: item: 110031013, item name: vivacit-e dm bearing 28x46mm, lot: 64689634. Multiple MDR reports were filed for this event, associated report: 0001822565-2023-00133. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device location is unknown.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review, the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated updated: b4 g3 g6 h2 h3 h6: component code: mechanical (g04) - head h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.